Manufacturer narrative:
The company rep observed two failures, safety disk not fully locked in position and the pump would not fill. The company rep secured the safety disk in lock position and it passed all leak tests. The company rep replaced the fill manifold (part # 0104-00-0023). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on the pt, the iabp could not auto fill the iab. The pt was switched to another iabp and therapy was continued. No pt injury was reported.